Event description:
The complainant alleged that during in-service training by facility staff the device would not power-up. The complainant indicated there was no pt involvement with this reported event.